Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two 250cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered several unexplained systemic symptoms, including paresthesia, brain fog, fatigue, anxiety, depression, chronic rhinitis, chronic cough, burning chest pain, pain, eczema/psoriasis, reflux, insomnia, easy bruising, palpitations, shortness of breath, constipation, and hypotension. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 1, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.